Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10350. The patient had 3 leads implanted. Two leads were from the same lot number (3693998). It was reported the patient's leads were replaced with different model due to ineffective stimulation coverage. The patient is now receiving effective stimulation.